Event description:
It was reported that patient underwent total knee arthroplasty in 2000. Biomet was notified 02/05, that patient needed a patella button replacement.

Manufacturer narrative:
A retrospective review of file was performed in 2007. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available.